Manufacturer narrative:
No sample was received for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two samples received without original packaging and without cover foil. One sample is deformed and shows one scissor blade. The other not deformed sample shows no scissors blades. One of the instruments showed a very strong bent cannula. At the time of investigation both instruments missed both scissor blades although one of the instruments still had one scissor blade fixed at the time of receiving. This missing blade was most possible broken off during cleaning as the device was already in very bad condition and not well protected during sending to the manufacturing site. Since in this case both blades were broken off a destructive investigation was performed. The scissor insert was removed from the instrument and investigated. No further signs were found indicating the cause of the fracture. A 100% functional test is performed during production, which ensures that the instrument fulfills the specification before it will be delivered. The cause of the fracture cannot be determined anymore. The root cause was unable to be verified as no signs were found indicating the cause of the fracture. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of two scissors detached during a vitreo-retinal surgery. There was no report of any patient harm. Additional information has been requested. Additional information has been received clarifying that the procedure was completed successfully without using the scissors. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).